Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that every time the patient charges their system , the implantable neurostimulator (ins) is hut off shortly after. It was indicated that the patient compliance may be a factor. Upon the rep speaking with the patient's wife, she stated that the neurology clinic "removed" the side white button on the recharging system to prevent the patient from accidentally turning the system off. No diagnostics or troubleshooting was done. The rep had the patient's wife check the battery level on the system, and it showed 100%, so the "off" condition is not due to battery depletion. The rep made sure the wife understood the differences in all the buttons on the patient programmer. The issue was resolved at the time of the report. No patient symptoms reported. Rep asked the patient's wife to contact them again if the problem continues to happen. Additional information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported when the patient charged their implantable neurostimulator (ins) turned off on its¿ own. It was unknown what caused this, so the hcp inspected the charging unit resulting in the consumer requesting a new charging unit. The issue was not currently resolved. The consumer called the manufacturer two days later and reported ¿about a year ago¿ the patient noticed the ins was turning off for some reason which happened 5 or 6 times. The consumer stated they noticed this because the patient would shake more than normal. The consumer would check the implant with the recharger and see the ins was off (no lightning bolt) which could occur even when the ins was fully charged. When this happened the patient¿s ¿adjuster¿ would come to their home and turn the ins back on. The ¿adjuster¿ notified the hcp of the issue who reached out to the rep who told them the recharger needed to be replaced. The consumer confirmed the patient¿s ins was currently on (the lightning bolt could be seen) and was almost fully charged. The manufacturer then noticed the recharger could have a short in the on/off buttons. The physician said the patient was still experiencing the ins turning off when he charges. They are going to see the patient on friday to investigate.